Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (lot #, expiration date) and h4. Evaluation: the onestep complete electrodes were returned to zoll medical corporation opened and adhered together. Visual inspection found a heavy presence of hair was found on the adhesive of the sternum pad and CPR puck, however no evidence of sparking/arcing was found. The electrode pads were able to display an ECG signal and shock multiple times at various joule settings, specifically 200j, during testing without duplicating the report. The electrode pads were scrapped. Zoll recommends that patients are cleaned and hair clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), an arc was seen and a loud popping noise was heard from the electrode pads and the device smoked. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.